Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "an anesthesiologist says that a purge started on the syringe pump without any action on his part. Incident occurred at the beginning of january on the 10th, the patient has no aftereffect, was not in a coma but required monitoring."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed. No visible damage was found. A functional test was performed. The device passed the self-test. A b.braun ops 50 ml syringe was inserted, and the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. The history files of 2022-01-10 was investigated. A flow deviation could not be comprehended regarding the history files. There were no abnormalities. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,57%. A functional test of the bolus was performed. During the delivery, the bolus key was pressed and the bolus was running. No malfunction could be detected. During the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. A malfunction could not be detected. Summing up all tests, the perfusor space operated within our specification.